Event description:
It was reported that the device was used during a breast biopsy. It was reported by the rep that the surgeon used the c1530 micro mark clip with the p1175 probe. He was using the old style clip with co's new p1175 probe despite being properly inserviced on the new c1535 micro mark ii clip. He did not feel comfortable with the performance of the c1535. Knowing other hospitals were using the c1530 with the p1175 and also knowing the co did not promote this, he used it anyway. After deployment of the clip he attempted to remove the clip device and felt resistance. He continued to pull and the metal tip and part of the plastic introducer sheared off inside the pt's breast. The items were surgically removed.